Event description:
Caller reports that during a correlation study the following coaguchek xs unit k/coaguchek xs unit s results were obtained: 1: 2.8 inr/4.2 inr, 2: 2.7 inr/6.7 inr, 3: 3.2 inr/4.4 inr, 4: 3.3 inr/5.2 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in unit k (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in unit s.